Event description:
Following a CT scan, the patient experienced a loss of therapeutic effect. The patient was unable to adjust the stimulation. Follow-up with the patient's healthcare provider was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).